Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device is noisy, nasal/throat irritation or soreness. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused the patient to the device is noisy and nasal/throat irritation or soreness.the medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally and there is no sign of contamination on the outside of the device. The manufacturer evaluated the device internally and unknown contamination found top enclosure of the humidifier and on the dry box also arusted screw in the bottom of the humidifier,large amount of dust found on pca ,excessive dust observed on the blower box and in the sound abatement foam. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes that they could not confirm the customer's allegation and there is no evidence of sound abatement foam degradation or breakdown. .